Event description:
Procedure: laparoscopic gastric bypass. Reportedly, when the surgeon lifted the top seal to introduce an endo babcock instrument, the inner seal fell into the abdomen. The seal was retrieved without injury to the pt. The surgeon continued to use the unit without the seal.